Event description:
It was reported that 200 bd angiocath plus¿ IV catheters separated from their hubs when their caps were removed. The following information was provided by the initial reporter: "when the catheter protection cap is removed, the catheter tube is easily removed. Therefore, catheter tubes are not inserted smoothly during insertion."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/6/2021. H.6. Investigation: four samples, three actual sample without packaging and one representative sample in a sealed package, were received by our quality team for evaluation. The needle cover, for all samples, could be properly removed without the catheter adapter coming along with the needle cover. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the product design, the needle cover inside configuration and catheter adapter configuration were designed to prevent interference fit, in order to prevent the catheter adapter from coming along with the needle cover during needle cover removal. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 200 bd angiocath plus¿ IV catheters separated from their hubs when their caps were removed. The following information was provided by the initial reporter: "when the catheter protection cap is removed, the catheter tube is easily removed. Therefore, catheter tubes are not inserted smoothly during insertion."